Event description:
During a review of a journal article entitled "deplayed postoperative hemorrhage after laparoscopic adrenalectomy" published in crsls mis case reports from sls.org, the article references "a leakage of contrast medium from a fine branch of the splentic artery" that occured post-op of a laparoscopic adrenalectomy. The article further references "the bleeding was successfully controlled with coil embolization via the splenic artery. The patient recovered with no further bleeding and was discharged on the 7th day after embolization."

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.